Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred with the interventional wire (enroute 0.014'' guidewire). An unplanned additional stent was used to cover the dissection. The procedure was completed, and no further complications were reported.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred with the interventional wire (enroute 0.014'' guidewire). An unplanned additional stent was used to cover the dissection. The procedure was completed, and no further complications were reported.